Event description:
Per complaint (B)(4), during the clinical procedure, upon insertion of the implant, the driver would not disengage from the implant. The implant required backing out and it was separated from the driver with pliers.